Manufacturer narrative:
The diamondclean brush head is an accessory to the flexcare+ power toothbrush.

Event description:
Consumer complained about bristles tufts coming out while brushing their teeth.